Manufacturer narrative:
The insulin pump unable to prime during prime test due to loose drive support disk. The insulin pump received stuck in motor error alarm loop during bolus delivery. Error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform basic occlusion, occlusion and excessive no delivery alarms due to loose drive support disk and motor error alarms. However, the insulin pump passed the displacement test.

Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 136 mg/dl. The insulin pump has alarmed motor error. The blood glucose reading at the time of the event was 40 mg/dl. Customer had a seizure. Nothing further reported.